Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 years and 4 months post-implant it was reported that during an outpatient visit, the vad coordinator reviewed the patient¿s event history and observed that the pump was unable to maintain the pump fixed speed. The patient was admitted, x-rays of the percutaneous lead were performed and an ungrounded patient cable was requested. Approximately three days later it was reported that the patient received a pump exchange due to a ¿driveline defect.¿ subsequently, the patient expired on (B)(6) 2015 due to right heart failure.

Manufacturer narrative:
The patient's age was not reported. The approximate age of the device is 5 years and 4 months. The explanted device was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A pump end bend relief fracture was confirmed through the evaluation of the device. Furthermore, internal driveline wire damage that would have contributed to the reported event was also confirmed. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The portion of the returned driveline was tested for electrical continuity in the condition that it was received and the red and orange wires both produced open circuits. Visual inspection of the pump¿s nipple housing revealed that these wires were completely fractured, exposing the inner conductors; the red and orange wires redundantly support motor phase 3. Breaches to these wires were also observed approximately 0.25 inches from their proximal ends. Further examination of the remaining wires revealed breaches to the insulation of the black and brown wires approximately 0.25 inches from the pump¿s nipple housing; the black and brown wires redundantly support motor phase 2. Abrasions to the insulation of the remaining wires were noted, but the rest of the driveline was otherwise unremarkable. Evaluation of the pump end bend relief revealed a circumferential fracture at the edge of the pump housing extending across the diameter of the bend relief. Visual inspection of the fracture revealed a rippled surface consistent with fatigue failure. Furthermore, the observed wire damage appeared consistent with repetitive flexing, which also would have contributed to the confirmed pump end bend relief fracture. If the exposed conductors of the red, orange, black, or brown wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the red heart alarms that were confirmed through the evaluation of the system controller data log file. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either tethered or battery power. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.